Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The first closure device was implanted proximal with low compression and a full recapture was performed. A pigtail was used to regain position in the laa and a second 24mm device was successfully deployed. No effusion was present after the recapture or immediately following the procedure but later in the afternoon, the patient developed pericardial effusion. A pericardiocentesis was performed and 500cc of fluid was removed. The patient also had a pericardial drain in for two days with minimal drainage. The patient remained stable and was discharged.